Manufacturer narrative:
Control information prior to and after the event was not provided. Sample information was not provided for this event. Service call was generated. Service discussed pca with customer ((B)(4)).

Event description:
A customer contacted beckman coulter inc. (Bci) and report the small reagent rack position is not alerting when vial reagents are empty. Patient results could have been erroneous the erroneous results were not reported outside of the lab. Data showed that tubes prepped with the instrument had no positive peak and repeat run had a positive peak as expected. No reports of death, injury or affect to patient treatment.